Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were able confirm the issue. The fse replaced the safety disk and muffler. The unit passed all functional and safety tests and was returned to customer. The following investigation was performed by a technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received the following parts associated with this complaint: safety disk and muffler. These parts were received with the reported complaint of gas loss alarm. The failure analysis and testing dept. Installed safety disk and muffler into the cardiosave test fixture and tested the parts to factory specifications per procedure and the cardiosave service manual part number. The fat dept. Performed the all manifold test. The safety disk and muffler passed all testing. The fat dept. Then proceeded to boot the unit up in the clinical mode to allow the cardiosave to pump, attempting to replicate the gas loss alarm. After 1 hour of continuous pumping the fat dept. Could not replicate the gas loss alarm complaint. The parts passed testing. Retaining the parts in the fat dept. Per procedure.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were able confirm the issue. The fse replaced the safety disk and muffler. The unit passed all functional and safety tests and was returned to customer. These parts were received with the reported complaint of gas loss alarm. The failure analysis and testing dept. Installed part number 0202-00-0140 safety disk and muffler into the cardiosave test fixture serial number and tested the parts to factory specifications per procedure number and the cardiosave. The fat dept. Performed the all manifold test. The safety disk and muffler passed all testing.

Event description:
N/a.

Manufacturer narrative:
Due to character restrictions in block e1 site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) has gas leakage alarm. There was no personal injury.